Manufacturer narrative:
Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The implant's lot history records were reviewed; any discrepancies or issues of non-conformances were successfully resolved prior to the release of the parts. Implants were manufactured to specifications. No further action is required. Refer to per (B)(4), patient #1.

Event description:
Lodi implants failed to osseointegrate. Implant information as follows: p/n 07456, lot #19643: 11/30/2017 (exp); 01/2013 (MFR). Additional implant information as follows: p/n 07451, lot #19351 10/31/2017 (exp); 01/2013 (MFR).